Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. An xt clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was unable to be removed from the chordae. The physician tried to grasp the leaflets, but one of the grippers was not functioning as intended. The physician then forcefully pulled the clip back into the left atrium. Upon removal of the device, an increase in mr was observed. Three clips then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via device analysis. Additionally, the harness was observed to be pinching the gripper cover and the gripper cover was observed to be bulky/loose. The reported difficult to remove from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and jammed harness cannot be determined. The observed bulky gripper cover is a cascading event of the reported jammed harness. The reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy and procedural circumstances. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.